Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The returned sion blue guide wire was missing its distal segment. The coil wire was found stretched for approximately 5mm and then fractured from the mid solder designed to sit at 20mm from the tip. The exposed inner coil wire had disarranged coil pitch due to accumulated torsion. At the distal solder of the inner coil wire, the core was found fractured. Proximal to the mid solder, disarranged coil pitch and a bend were found. Each fracture end was microscopically observed. The core composing twist wire and straight wire were found twisted together at the fracture end, indicating excess torsion had contributed to core fracture. The coil wire had a flat fracture surface that suggested torsion had generated when coils got straightened by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of manufacturing records found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was presumed that continuous torsional stress was likely applied on the guide wire while its tip was being trapped by the small branch. As the applied stress generated with wire manipulation exceeded the product's design limit, the guide wire eventually became separated in the vessel. The coil wire was likely fractured by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a poba to treat a cto in the coronary artery. The guide wire was used in attempts to cross the lesion when its tip was found broken. The broken tip was left in situ. The patient was discharged as there were no adverse effects to the patient.

Manufacturer narrative:
The returned sion blue guide wire had multiple bends on the shaft that seemed to be made when packaging it for return. The proximal end of the guide wire was cut off. The distal segment including a ball tip was missing. There was alpha-shaped deformation proximal to the proximal-mid solder designed to be at 70mm from the tip. Originating from the solder, the coil wire elongated for approximately 26cm and then fractured. Under the elongated coil wire, the inner coil wire was exposed. At the distal end of the inner coil wire, a couple of fine wires composing the twist wire were found fractured. At approximately 5mm distal to the distal end of the inner coil wire, the core wire and the rest of the twist wire were found fractured. Those fracture ends were necked, indicating tensile stress had contributed to fracture. The fracture end of the coil wire was also necked. Sem observation of the core wire fracture revealed that the core wire was twisted proximal to the fracture end. On the fracture end, the core wire was bent as well as necked. Based on the obtained information and investigation outcome, it was presumed that torsion and bending stress was repeatedly applied on the guide wire as attempts were made to cross the lesion. With the wire tip likely being trapped in the lesion, the applied stress would exceed the product's design limit and led the wire to break. The broken wire eventually became fractured due to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.